Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan alleging that their onetouch ultrasmart meter was reading inaccurately erratic. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(6). The patient reported obtaining blood glucose readings of 70 and 400mg/dl on the subject meter, obtained within 20 minutes of each other. The reported blood glucose readings exceed lifescan¿s criteria for precision. The patient manages their diabetes with self-adjusted insulin. The patient reported continuing to take their usual dose of medication in response to the alleged issue. The patient reported that around 30 minutes later they developed a ¿severe low blood sugar reaction¿. The patient reported self-treating with 10 units of insulin, it was unclear if this insulin was taken before or after the symptoms developed. The patient denied testing on any other device at this time. At the time of troubleshooting the cca verified that the test strips were stored correctly (per owner¿s booklet recommendation). The patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury related to hypoglycemia while using the subject meter.